Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 262-300's mg/dl and manual injections were administered to address the bg level. An infusion set change was performed to address the occlusion alarms. Reportedly, the customer had been using their current cartridge for over 6 days. Tandem technical support advised the customer to change pump supplies every 3 days to stay within labeling. During a follow-up, it was reported the customer performed a complete supply change and no additional occlusion had occurred. The customer's blood glucose level had decreased to target range.